Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative went onsite and evaluated the ventilator. The calibration checks were performed and all passed. The ventilator was allowed to operate for over 1 1/2 hours and it did not show any variations on delta p. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the 3100a ventilator was involved in an incident while in use on a patient. The staff noted the delta p dropped. It is unknown if any alarms occurred. The customer reported the patient had some deterioration and was moved to a new ventilator. Customer did not provide details on the deterioration but they indicated that the patient recovered. Additional information concerning the patient deterioration has been requested.